Event description:
During an unspecified stenting treatment procedure, the wallstent uni 7x40 mm x 160 cm delivery device was broken with no possibility of successfully deploying the stent. The physician was able to retrieve the device without patient injury. The procedure was successfully completed with another stent.